Event description:
Am a user of the phillips respironics dreamstation CPAP that was recalled. Never received a notice from phillips. My supplier opted out leaving phillips responsible for notifying consumers. Learned about recall on (B)(4). Dreammapper is an app that was developed by phillips on which I a registered. This app didn't even notify me. Medicare will not replace durable medical equipment under 5 years of age. Have developed cardiac issues. Thus to stop use of the machine could prove deadly. To not be able to obtain a replacement under medicare is unacceptable. FDA safety report ID# (B)(4).